Event description:
It was reported that the unknown preloaded odyssey lens had a scratch or crack more central to the optic. The lens was removed and replaced with a backup lens, which was functioning properly. No vitrectomy was needed and no sutures were used after the exchange. No further information is available.

Manufacturer narrative:
Section d4: model number: unknown/not provided. However, it was mentioned that unknown odyssey. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d6a: if implanted, give date: unknown/not provided. Section d6b: if explanted, give date: unknown/not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted